Event description:
A malfunction on the pump was reported by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred.